Manufacturer narrative:
Qn#(B)(4). Per device history record (DHR) review for the product auto endo5 ml, lot # 01g1300023 was manufactured on 07/09/2013 a total of 282 pieces. Lot was released on 07/09/2013. DHR investigation did not show issues related to complaint. Failure mode "difficult to use" was unable to be confirmed with the picture that was submitted of the reported defect. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
Alleged event: the facility is not certain which problem is associated with which applier or lot number. The issues identified include: jaws jammed when hem-o-lok fired ligating the peritoneum, difficult to detach the ae5 applier from tissue, hem-o-lok clip jammed vertically across applier jaws with handle mechanism difficult to use. The patient condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the facility is not certain which problem is associated with which applier or lot number. The issues identified include: jaws jammed when hem-o-lok fired ligating the peritoneum, difficult to detach the ae5 applier from tissue, hem-o-lok clip jammed vertically across applier jaws with handle mechanism difficult to use. The patient condition was reported as unknown.